Event description:
The manufacturer received information alleging the screen is damaged on a trilogy evo device. The device was not in use on a patient at the time of the occurrence. The trilogy evo device was returned to the third- party service center for evaluation, and the customer¿s complaint was confirmed. During the evaluation it was noted that the devices screen was damaged on the device. In conclusion, the device's display screen was replaced to address the issue. Additionally, during the service of the device, the blower bellows seal, blower mount, and muffler assembly were replaced for contamination unrelated to the reported issue. The machine flow sensor was replaced for the low min vent error code that was found on the device, which was unrelated to the reported issue. The proportional valve, three-way solenoid valve, system printed circuit assembly tubing, blower chassis tubing, and fio2 tubing were replaced for the circuit disconnect error found on the device, which was unrelated to the reported issue. The particulate filter and inlet foam filter were replaced for preventative maintenance unrelated to the reported issue. The device passed all final testing.